Manufacturer narrative:
G4, h2, h3 and h6. We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. It was identified that a changeover took place during manufacture of this lot. During changeovers, knives are adjusted. If knives are not appropriately adjusted, dressings may be affected. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The devices were intended for use in treatment. The returned dressings were evaluated. A visual inspection and functional evaluation confirmed the reported issue. This confirmed a relationship between the event and the device. The root cause was traced to manufacturing. As the occurrence rate is within acceptable rate, no further actions are deemed necessary at this stage. However, this complaint information will be shared with the relevant manufacturing team. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the carrier #1 was removed, the handle part of the carrier #3 was cut off. Plural dressings in the carton were affected. A backup was available. No delay was reported.